Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optician reported that during a bilateral laser procedure when switching from the right eye to left eye the laser displayed system message and shut down after the first shot. The system message was not cleared and the procedure for the left eye could not be completed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative calibrated the system to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 14, 1999. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the system being out of calibration. However, how or when the system became nonconforming cannot be determined conclusively. (B)(4).